Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the second layer suturing in a caesarean section, when pulling the suture from the retainer, the suture broke. Another device was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the sutures were returned partially wound within the retainer. The sutures were not visibly caught within the retainer. Upon microscopic inspection of the needle, normal crimp and swage marks were observed. No suture material was observed within the needle swage holes. Functional testing found that the sutures were measured to address the reported condition of the suture broken. The sutures measured 19 3/8 inches, 19 5/8 inches, 19 1/2 inches, 19 3/8 inches, <(>&<)> 19 1/2 inches. Each suture met the usp specification of no less than (nlt) 95 percent of the size stated on the product label (18 inches). The measurements were taken with an aluminum rule, calibrated asset nh02505. It was reported that the suture was broken. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: needle detached, and the suture was difficult to remove from the packaging. Visual examination noted that the needles were returned disengaged from the sutures. Functional testing found that the sutures were able to be removed from the retainer with some resistance noted. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: 8886622943, 8886 6229-43 maxon 3-0 grn 5x45cm v20dt (lot#:d3d0698y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during the second layer suturing in a caesarean section, when pulling the suture from the retainer, both s uture broke. Another device was used to resolve the issue. There was no patient injury.